Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure the patient had hematoma that caused loss of movement. The physician believed that hematoma was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe that there was anything that happened during the procedure that may have caused or contributed to hematoma. The physician said that he noticed blood when he went back in, but would not confirm or deny anything and said it was a possible hematoma.

Event description:
A report was received that following an implant procedure the patient had hematoma that caused loss of movement. The physician believed that hematoma was not device related. The patient underwent an explant procedure. No device malfunction was suspected.